Manufacturer narrative:
Patient claims to have had tinnitus before starting tms treatment but changed from "white noise" to a "ringing noise" after her second treatment. It is unknown if the patient was seen by a specialist. The treating physician did not think that the symptoms were due to the tms treatment.

Event description:
A neurostar tms provider contacted neuronetics to report a patient claiming their tinnitus had worsened since starting tms treatment.